Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device continuously alarms that the "cassette was not attached properly." Even when using different cassettes and really trying to attach properly. The event occurred during infusion, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged downstream occlusion sensor. The downstream occlusion sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.